Event description:
It was reported that the surgeon used a device that was labeled "not for human use." This label was on the box and on the handle of the device. The device performed correctly. But they are concerned about sterility. Or manager also indicated that in discusson with the circulating nurse, that she advised that "to the best of her knowledge" the tyvek was sealed prior to opening. The first device was sterile and all the clips were fired from with no problems. The second device was the one that was marked not for human use, only one clip was fired from that device. The patient was discharged.